Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024 it was reported by a sales representative via phone that an ar-4020c-07 fastthread biocomposite interference screw had an issue during a bone tendon bone acl procedure on (B)(6) 2024. When the surgeon put the screw in, the screw cracked inside the patient. Most of the fragments were removed, but some of the screw fragments remained inside the patient's femur. Another ar-1380e sheathed cannulated interference screw with an unknown lot number was used to fixate the bone plug into the femur over the remaining screw fragments. The procedure was completed successfully with no patient harm. No case delay was reported, and no additional anesthesia was administered. Some of the broken fragments were available for return. This occurred during use with no reported patient harm.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, fastthread¿ biocomposite¿ interference screw 7 x 20 mm, ar-4020c-07, was received for investigation. Upon visual inspection it was noted that two damaged fragments were received for investigation. Functional testing was not performed due to the damage of the device. The most likely cause can be attributed misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the screw during insertion.